Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that "when the customer opened, she found the bottom would leak." No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.